Event description:
It was reported that a synthes distributed luminary plif spacer from mtf and depuy synthes spine expedium screws were used for lumbar bio fusion on (B)(6) 2014. The surgeon reported to the sales consultant on an unknown date that the patient now has (B)(6). The patient¿s family care doctor reported to the surgeon involved that the only risk the patient has for (B)(6) is from this surgery. All parts remain implanted in the patient. The sales consultant does not have any additional information about the patient or the procedure. It is not known how many depuy synthes spine screws were used in the construct. Additionally, the product codes and lot numbers of the screws are unknown. As a minimum of two expedium screws were implanted, the following medwatch reports are being filed for the two expedium screws: 1526439-2014-11759 1526439-2014-11760

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. The expedium screw remains in the patient and is not available for evaluation. There is no indication of product failure. Review of the device history record cannot be performed as the product code and lot number are unknown. A 12-month review of the complaint trend analysis on the expedium screw product families based on the provided information found no related complaints were observed for issues of this nature. Furthermore, a subsequent 12-month trending search on the event description found there were no other reported complaints for issues where a patient was found to have (B)(6) following surgery. Without the return of the expedium screw we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action is necessary at this time as we are unable to confirm the reported issue or identify the root cause. Therefore, this complaint will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Remains implanted.